Event description:
While attempting to use the stryker disposable suction/irrigator for a laparoscopic procedure the surgeons announced that they were having trouble getting the irrigation to come through. Upon further investigation as to what the problem might be it was noticed that a brown liquid was dripping from the battery pack of the suction/irrigation device. The surgeons were notified and the device was removed from the field. The core manager was notified as well and the device was sent to biomed.======================manufacturer response for strykeflow ii disposable suction/irrigator, strykeflow ii disposable suction/irrigator (per site reporter).======================awaiting response.